Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm during . Customer's blood glucose level was unknown. The customer was reported that the tubing was not kinked or bent and customer had tried all remedies but no delivery alarm issue was unresolved. Customer was advised that revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and no excessive no delivery test alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.